Event description:
It was reported that the patient underwent an l5-s1 alif to treat prior posterior l5-s1 non-union. The patient was followed up with 5 and 6 months post-op with "scanner control." The last scan performed 10 months post-op. Since consulation, type of pain scialtalgie truncated left without consolidation visible. Signs of osteolysis on ctand confirmation of periprosthetic osteolysis sign of consolidation. Intervention required.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.